Event description:
Information was received from a consumer regarding a patient receiving lioresal via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the pump was moving in the pocket and they had to do a revision in 2011. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.